Event description:
It was reported: pt felt pain and the doctor revised the pt thinking that pt had a bad cup. The cup was solid and the doctor could not move it. So, he replaced the head and insert. This is the second revision of this pt.